Manufacturer narrative:
On (B)(6) 2017, the customer reported that no additional occlusions have been received after changing the infusion set. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was good. The customer performed a pump system check. The cartridge and infusion set tubing were functioning as intended. There was no damage noted to the cannula or cartridge. The customer changed the infusion set site.